Manufacturer narrative:
A review of the quality and manufacturing records for the product lot was conducted and found that the product met all the predefined acceptance criteria for final release. All sterilization records demonstrate the appropriate dose was applied, and all sterilization specifications were met. As the implant was not returned, an assessment of the device could not be carried out. With the information provided, no definitive root cause could be determined for its occurrence. If additional information is received in the future, this file will be re-opened for assessment/investigation and updated accordingly.

Event description:
According to the information provided, a patient received a cartiva implant in their right first mtp joint on (B)(6) 2018. Following, the subject underwent implant removal and revision to fusion on (B)(6) 2019 (approximately 7.5 months postoperative) after the patient reported continued pain and computerized tomography images were reported to exhibit subsidence of the implant into the first metatarsal head.